Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in an arteriovenous fistula. A 12.0 x40, 75cm gladiator¿ balloon catheter was attached to a hand syringe for inflation. The device was then advanced to the lesion to dilate a stent. The balloon was inflated; however, it ruptured transversely. A segment of the balloon was detached inside the patient after it ruptured and a snare was used to retrieve the detached balloon material. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.